Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Damage to the catheter may occur due to, but is not limited to, manufacturing, transportation, storage, handling at the account, torsional overload, manipulation through tortuous anatomy, heavy torquing, and/or positioning technique. Heavy manipulation can cause torsional overload on the shaft and the outer jacket to tear. It was reported that the anatomy was mildly calcified, which may have contributed to the damage; however, additional information regarding the toruosity was not provided. Additionally, the device was not returned for analysis, which may have aided in the investigation. A review of the lot history record indicates that this lot met manufacturing specifications and there were no nonconforming material records for this part and lot combination. Based on the reported information a conclusive cause for the guiding catheter damage could not be determined, however, there is no indication of a product quality deficiency. To ensure damage to the catheter does not occur in processing, manufacturing 100% inspects the catheter for damage, and quality control performs a max torque to failure functional test on a sampling of devices to ensure manufacturing requirements are met.

Event description:
Reportedly during advancement of the device in the patient and before engaging the coronary artery, the body of the catheter appeared to be peeling so the device was withdrawn. Once the device was withdrawn, it appeared as if a razor blade had been used on the catheter although no resistance was felt during advancement. No torque device was used during the procedure. There were no patient effects. No additional event or patient information was provided.